Event description:
Customer reported she went to the emergency room due to high blood glucose. Customer stated she has experienced high blood glucose around 300 mg/dl for the last 4 to 5 days and has a bladder infection which might be related. Blood glucose at the time of the hospital visit was 287 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Basal rates are correct but time was incorrect. Customer will check the bolus wizard with her doctor. Customer did not remove the infusion set. Stated she had a bent cannula a few days before. Current blood glucose is 299 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.